Event description:
During coil embolization of an aneurysm at the patient¿s left internal carotid artery the orbit galaxy (640cx0306/15989501) initially could not be detached with a dcs syringe ii (635-002/96331208). Then after it was detached and manipulated to place into the aneurysm, it migrated into the parent artery. The patient¿s vessels were moderately tortuous but not calcified. The procedure was approached from the right femoral artery. The complaint galaxy was the 8th coil inserted in the procedure with the same syringe. After placing the complaint coil into the target aneurysm, the physician pressurized the complaint syringe to detach the coil. However, when he withdrew the delivery tube, the coil got withdrawn from the aneurysm as well. Therefore, the physician re-attempted the detachment. During both detachment attempts, the syringe was pressurized properly for detachment. After the second attempt, the delivery tube was withdrawn again and the coil was withdrawn again. Nevertheless, the coil was coming out slightly later than the delivery tube, thus it was thought that the coil was detached from the tube. The physician attempted several times to withdraw the tube without pulling the actual coil back but eventually the tube was taken out from the patient after the coil was pulled back to the proximal marker of the microcatheter. The physician attempted to place the coil back to the aneurysm by first using the guide wire, then the once-withdrawn delivery tube, but the tip of the tube got caught in the end of the coil, and the coil got withdrawn further. Eventually the physician managed to detach and fully place the coil into the aneurysm by re-connecting the syringe and continuously pressurizing the tube. However, the coil fully migrated to the parent artery after the delivery tube was removed. The migrated coil was safety removed from the patient by using a snare, and the procedure was completed without further issues. However, due to the event it was delayed for 20 minutes. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the concomitant devices after the event. The complaint products and also the snare will be returned for evaluation. No further information is available. There is no report of any stresses against the microcatheter or delivery tube. It is unknown whether the same syringe was used successfully with other coils after the event. There was no difficulty during the preparation of the system. There is no information on whether the alternative detachment method was used.

Manufacturer narrative:
A non-sterile og cmplx xtrasoft coil 3x6 was received coiled inside of a plastic bag in the same plastic bag a prowler micro-catheter was received coiled and a snare (details unknown) was found inside of the micro-catheter, in the distal tip of the micro-catheter the snare has caught the embolic coil. The galaxy device was inspected and the following was found: the hypotube was found kinked. The introducer was found unzipped without damage. The support coil and gripper were found without damage. The embolic coil was found stretched/kinked caught by the snare. No obvious damages were noted on the micro-catheter and snare. The gripper and embolic coil were inspected under microscope; no obstructions or damages were noted on the purge hole of gripper while the embolic coil was found stretched/kinked. The functional test was not performed due to the embolic coil was received detached from the gripper. A review of the manufacturing documentation associated with this lot 15989501 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil failed to detach was not confirmed because the embolic coil was found separated of the gripper. The failure reported by the customer as that the coil migrated could not be evaluated. The failures experienced by the customer and the damages found on the device could not be conclusively determined. Additionally inspections are in place that prevents this kind of failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.